Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4): the epg was sent for service and analysis found no anomalies. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was connected to the patient. While the patient was being taken to the catheterization laboratory, the staff looked at the epg in the catheterization laboratory, and it had stopped. The epg was turned back on, and it restarted. The patient did not have any health hazards, because the patient had own heartbeat; about 35bpm. The patient was implanted a permanent pacemaker in the catheterization laboratory. The epg was sent for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator (epg) was connected to the patient. While the patient was being taken to the catheterization laboratory, the staff looked at the epg in the catheterization laboratory, and it had stopped. The epg was turned back on, and it restarted. The patient did not have any health hazards, because the patient had own heartbeat; about 35bpm. The patient was implanted a permanent pacemaker in the catheterization laboratory. The epg was sent for service. No patient complications have been reported as a result of this event.